Event description:
The explanted generator was returned to the manufacturer for product analysis. An end-of-service warning message was verified in the lab and found to be associated with the output being disabled by the pulse generator. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant. A reset of the pulsedisable bit in the generator memory was performed to allow for an output to once again be provided by the generator for subsequent testing. With the pulse generator case removed and the battery still attached to the pcb, the battery measured 2.030 volts, indicating an neos condition. However, during a diagnostic test attempt, the voltage dropped less than 2.0 volts, which shows that the battery is depleted when the device attempts to enter a functional mode. The data in the diagaccumconsumed memory locations revealed that 119.305% of the battery had been consumed. Other than the noted conditions, there were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Clinic notes dated (B)(6) 2013 indicate that the patient has been experiencing more seizures recently. It was noted that the patient experienced from 50-100 seizures per day pre-vns and that when vns was implanted the seizure frequency dropped to one to two seizures a day. It is unknown whether or not the increase in seizures is above the pre-vns baseline frequency. The notes indicated that the device was interrogated and was within normal limits. The patient was referred to surgery. The patient underwent generator replacement surgery on (B)(6) 2013. The generator has not been returned for analysis to date. Attempts to obtain additional information will be made, but no information has been received to date.